Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their implantable neurostimulator (ins)  was only charging to 75%. The patient's friend was on the line as well and mentioned that they had never seen the ins charge up to 100%. The patient did not have their external equipment with them at the time of the call, so troubleshooting could not be performed. Agent suggested the patient call back when they have their equipment with them for troubleshooting. Agent was unable to ask for the name of the patient's managing hcp because the patient disconnected the call. Agent called the patient back, but had to leave a voice message.